Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and low p-wave amplitude after initial implant. An x-ray confirmed dislodgement. The lead was replaced the next day. The patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.